Event description:
It was reported that: patient is a farmer/truck driver. Patient started experiencing pain and began limping. Patient also states that he is having trouble getting in and out of the truck. Patient has not been to see the doctor yet.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.